Event description:
It was reported that the insulin pump sounded a high pitch sound during a bolus delivery and had a blank display. The blood glucose reading was 9.2 mmol/l. The caller stated that a battery replacement did not resolve the high pitch sound. Upon troubleshooting, the display returned with a new battery insertion. The insulin pump passed the self test and all settings were intact. Advised the caller that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.